Event description:
A patient's blood glucose was checked on the device and a result of 397 mg/dl was obtained. A lab was ordered and it came back as a 81 mg/dl. No treatment was provided. Controls were run on the system and both level 1 and 2 were within range. The device was replaced and requested to be returned for evaluation.